Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample. The initial result was reported to the physician(s), who questioned the result. Then, the sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was centrifuged and repeated which again produced similar results. The sample was repeated on an alternate method 1 and the result was lower. The sample was tested on two other alternate methods (2 and 3) and the results were lower compared to atellica im results. The result from alternate method 2 was considered as correct by the physician(s). There are no reports that treatment was altered or prescribed or adverse consequences due to the elevated atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample. Then, the sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was centrifuged and repeated which again produced similar results. The sample was a lihep plasma sample from a female patient. (Note primary tube is incompletely filled). The sample was repeated on an alternate method 1 and the result was lower. The sample was tested on two other alternate methods (2 and 3) and the results were lower compared to atellica im results. The result from alternate method 2 was considered as correct by the physician(s). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 77.0 ng/ l (99th% female plasma = 34.11 ng/l) repeated in duplicate before and after re-centrifugation ( before 73.2 ng/l and 70.9 ng/l and after 71.564 ng/l and 71.147 ng/l). This indicates a sample/patient specific incident. The sample was also run on alternate method 2 troponin I with low/normal results: alternate method 2 tni result: 1.7 ng/l. (Alternate method 2 reference interval: female 10ng/l; male 20ng/l), alternate method 1 troponin I with lower result - 0.00 ug/l (reference range - 0.02 to 0.04 ug/l) and on alternate method 3: 44.2 ng/l (alternate method 3 reference interval: female 16 ng/l; male 26 ng/l). No sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. Siemens cannot rule out sample handling due to incomplete tube filling/anti-coagulant to sample ratio. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 troponin or other alternate methods for troponin will have similar results. The elevated ctni values in patients without ami section of the atellica im tnih instructions for use (IFU) states: "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational. MDR 1219913-2023-00050 and MDR 1219913-2023-00051 were filed for the same sample tested on two different days.